Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va15xnn, implanted: (B)(6) 2018, product type: lead ;product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the lead and the extension were explanted and replaced but the ins was not modified as an action for this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# unknown, explanted: (B)(6) 2018, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension, corrected to indicate lead (lot number unknown) was explanted on (B)(6) 2018. Ins remained implanted. Evaluation codes updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the extension was replaced on (B)(6) 2018 and the issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
The date of event is exact. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported there were high impedances diagnosed via device interrogation that identified high impedance on contact 2 on the right implantable neurostimulator (ins). The patient was asymptomatic. Etiology was reported as related to the device or therapy and not related to the implant procedure. No actions had been taken and the outcome was considered ongoing. The patient's indication for use was parkinsons dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) updated the patient's symptoms to asymptomatic until start of left arm, neck, and head tingling on (B)(6) 2017, with a suspected contributing decrease of on-time and more off-time. It was further noted that diagnostic imaging was taken on (B)(6) 2017 which resulted in tingling to the patient's left arm, neck, and head. As a result the patient was reprogrammed and moved to a different contact on (B)(6) 2017 to avoid the impaired contact. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the signs symptoms to include that the left arm, neck, and head tingling resolved with programming, with them also suspecting that it contributed to a decrease in on-time and more off-time in relation to mobility. The diagnostic methods were also updated to include that interrogation/device data from (B)(6) 2017 showed more wide spread high impedances over more contacts. As a result the ins has been turned off with therapy suspended pending cardiac clearance as of (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the component was explanted/replaced on (B)(6) 2018. No further complications were reported as a result of this event.